Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dead and wasn¿t turned on. Customer¿s blood glucose level was 126 mg/dl. The insulin pump had battery alarm before went to dead. Customer didn¿t troubleshoot at the time of call. The insulin pump will not be returned for analysis.